Event description:
It was reported that the implantable pulse generator (ipg) had no electrogram (egm) stored for the two atrial high rate (ahr) episodes noticed at the six week post implant check. The device required reprogramming to correctly allow collection of the ahr episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45, lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Programming misalignment between the modeswitch feature and the atrial high rate trigger type. Egm was not recorded because of the combination of modeswitch = on and trigger type = high rate. Reprogramming options suggested that would correct.